Event description:
During a right breast reduction surgery, the doctor found a small piece of fuzzy cotton in the open wound. It was determined to be a piece of fuzz that came from a lap sponge. The bloody piece of fuzz was saved and pictures were taken of it, plus additional fuzz and strings that were coming off the sponges. Plastic surgeons have been having a problem with medline lap sponges that are very linty and have loose threads. The doctor found lint in the breast pocket. Medline provided our facility with a new lot of lap sponges to use and replaced lap sponges in breast reconstruction packs. Pictures were taken and lint/strings were found from the new lot also. There has been no harm to patient. Since other reports have now been identified, product issue has been raised to system level and is being followed closely.